Event description:
A physician attempted arteriotomy closure using the starclose device. The physician fired the clip and tried to remove the device. The physician pulled on it forcefully and was able to withdraw the device. The clip remained in the patient and hemostasis was achieved.

Manufacturer narrative:
The returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not produce any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".